Manufacturer narrative:
Pr (B)(4) follow up. It was reported that the customer grasped a recapped needle that had pierced through its protective cap. To support the investigation, three photographs were submitted and reviewed by the quality team. The images depict a needle with its plastic shield assembled onto a syringe, with the needle tip visibly protruding through the shield. No additional defects or abnormalities were observed. It is possible that the product was not used as intended, as recapping needles is not recommended practice. A device history record (DHR) review was conducted for material number 305109, lot 3179204. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and photographic evidence, the reported condition has been confirmed.

Event description:
It is reported needle through shield. Event description: material#: 305109. Batch#: 3179204. Went to clean up after a procedure and grabbed the capped needle which was exposed/pierced through the cap causing a needle stick. Additional information: patient had to be called back into the office to have labs drawn, clinician had to also have labs drawn.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.